Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70 serial #: (B)(4), description: artisan surgical lead, 70cm model #: sc-3138-35 serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient had an infection at the pocket site. The patient was asymptomatic and was given with oral antibiotics. The physician did not believe that the infection was device related.

Event description:
A report was received that the patient had an infection at the pocket site. The patient was asymptomatic and was given with oral antibiotics. The physician did not believe that the infection was device related.

Manufacturer narrative:
Additional information was received that the infection was not procedure related. The physician previously noted discoloration of fluid in the pocket site. At present, the patient has no signs of infection after weeks of taking antibiotics. The patient was doing well.